Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon detected the monopolar curved scissors (mcs) instrument was not performing the desired movements and identified loose wires and pulleys. The procedure was completed with no reported injury.